Event description:
It was reported that when preparing for the patient's puncture, it was found that the film could not be pasted. Finally a new dressing was used to complete the treatment. There was no harm or injury reported.